Event description:
The patient stated that the issue had been resolved. The patient had worked with a manufacturer representative to correct the messages.

Manufacturer narrative:
Continuation of d10: product ID 37743 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient programmer (pp) is working only part of the time and stated when it doesn't work the other part of the time pt is getting message with picture of dr, stethoscope and phone. Pt further clarified the messages she has been getting are por and oor. Pt stated pp was working on call and no messages were on screen, but stated it wasn't working this morning. Pt took pictures of previous messages and described getting warning power on reset (por) message and out of range (oor). Patient services reviewed oor message meaning, information to clear and redirected pt to hcp to discuss. Pt stated this all started "middle of october". Pt stated she met with a manufacturer representative who did a "battery check" and informed pt "everything was working well".